Manufacturer narrative:
The sureform 60 stapler instrument and reloads were reported to have been discarded; therefore, no products are available for evaluation. A review of the system logs found are no related errors occurred that would have likely caused or contributed to the reported complaint. A review of the sureform 60 stapler logs found that the sureform 60 stapler instrument was installed five times and fired one green sureform 60 reload, followed by four blue sureform 60 reloads. On each install, the first clamp was successful, and the firings were completed with no pauses for compression. There were no stapler-related errors in the logs. A review of the customer provided photos revealed some malformed staples in the tissue. However, it is not possible to determine a root cause from the images.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, malformed staples were observed involving sureform 60 stapler reloads. The surgeon had reportedly encountered malformed staples during the case while using the sureform 60 stapler instrument with blue sureform 60 stapler reloads, and with ethicon reinforcement buttress material. Due to the malformed stapled, the the staple line was oversewn by the surgeon. Multiple follow-up attempts have been performed to obtain additional information. However, no further details have been received as of the date of this report.